Event description:
One pt sample with discrepant glucose, alkaline phosphatase, and total bilirubin results. All repeat testing on different analyzer, same methodology. Initial glucose result 1 mg/dl, repeat 97 mg/dl. Initial alkaline phosphatase 1 u/l, repeat 128 u/l. Initial total bilirubin 0.0 mg/dl, repeat 0.3 mg/dl. Initial results were not reported. The field service rep determined a defective probe to be the cause. The tubing was reflared and the probe was replaced and adjusted. Performance test performed which were within specification.